Event description:
The biomed department called and reported that there is a rattling noise in the ventilator caused by a loose metallic insert.

Manufacturer narrative:
A follow-up report will be submitted upon evaluation of the device. Waiting for device to be received by MFR.